Manufacturer narrative:
Become aware date 28 march 2017: the processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder pins had become detached from the processor pca, causing open circuits and a failed operational check. Restoring those connections returned the device to 100% and a passing op check. The available information is consistent with detached solder pins on the processor pca. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a broken etco2. There was no patient involvement.